Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/17/2021. H.6. Investigation: bd received six insyte autoguard 20 gauge units from lot 0307454 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the units. Next, the units inspected under a microscope and measured to ensure that they were within product specifications. No issues were found during inspection. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.00in (1.1 x 25 mm) broke. The following information was provided by the initial reporter: "material no: 381433, batch no: 0307454. It was reported that the IV cannulae splits off needle when advancing the cannulae. Verbatim:IV cannulae splits of needle when advancing cannulae. Cannulae remained intact."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.00in (1.1 x 25 mm) broke. The following information was provided by the initial reporter: "material no: 381433, batch no: 0307454. It was reported that the IV cannulae splits off needle when advancing the cannulae. Verbatim:IV cannulae splits of needle when advancing cannulae. Cannulae remained intact."